Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary cracked and would no longer close. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The inferior fixed jaw is fractured and bent.